Manufacturer narrative:
The evaluation noted that the reason for the pending revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. (D11) concomitant device(s): optetrak logic ps femoral component, cemented, right, size 3 (cn: (B)(4),sn: (B)(6). Optetrak logic ps modular tibial insert, size 3, 15mm(cn: (B)(4),sn: (B)(6). 3 peg patella, 32mm(cn: (B)(4),sn: (B)(6).

Manufacturer narrative:
Pending engineering evaluation. Concomitant device(s): optetrak logic ps femoral component, cemented, right, size 3 (cn: 02-010-01-0330; sn: (B)(4)). Optetrak logic ps modular tibial insert, size 3, 15 mm (cn: 02-012-35-3015; sn: (B)(4)). 3 peg patella, 32 mm (cn: 200-02-32; sn: (B)(4)). Initial reporter's occupation: attorney.

Event description:
Index surgery: (B)(6) 2013. Pending revision of right knee - reason not reported.